Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 4 was deployed. Two days later, the pt returned to the hosp with pain in the right groin. The physician noted that the site was erythematous and tender, however, no fever was noted. An ultrasound was performed and was negative for pseudoaneurysm. The pt was admitted to the hosp for IV antibiotics and discharge two days later on oral antibiotics. No further complications were reported.